Event description:
In this case, it was reported that a valve was explanted after an implant duration of approximately 8 years due to structural valve deterioration (svd) of the patient's prosthetic valve. Per the op report, there was impairment of the leaflet movement as well as aortic stenosis. Intraop transesophageal echocardiogram demonstrated little to no movement of the bioprosthetic valve. It was obviously stenotic as well as insufficient. The patient's mitral valve demonstrated a type I valve with just some mild to moderate insufficiency; therefore, mitral valve replacement was felt not necessary. The explanted aortic valve was replaced with another edwards bioprosthetic valve. The patient was weaned off cardiopulmonary bypass uneventfully. The patient tolerated the procedure well. Postop echo demonstrated good function of the new bioprosthetic valve.

Manufacturer narrative:
There are several caused for prosthetic valve stenosis. In this case, the op report documents structural valve deterioration (svd) of the the prosthetic aortic valve. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.